Manufacturer narrative:
Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. Based on what was reported, it was surmised that the electric connector module was damaged due to an electrical leakage/short circuit caused by connecting the endoscope with the wet electrical connector to the processor. The device was repaired by the third party and returned to the hospital. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 09-jul-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 09-jul-2015. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Blue screen: electrical contacts module broken caused the blue screen of processor. This event occurred at the time of during use. There was no report of patient harm.